Event description:
Caller reported that the fill tubing screen continued to fill even after drops were observed, resulting in the customer's blood glucose level dropping to 42 mg/dl. The customer consumed carbohydrates to address the low blood glucose level and required normal assistance from a third party, but was not incapacitated. The customer changed the cartridge to resolve the issue, which was caused by a misunderstanding of the product's functionality, as the customer was unaware that the fill tubing step had to be stopped manually. Technical support educated the customer on the correct functionality, confirming that the system was operating properly. The caller acknowledged this information and no further action was needed.